Event description:
During tine deployment for rfa of left renal mass, the needle handle was not hot to touch. Ablation was performed for 9 minutes during which time the needle was not handled. At the end of this 9 minutes, the needle had to be repositioned for a second ablation. At this time, notice the needle was hot. Removed the needle and applied ice to the area which indicated a noticeable rim of charred tissue 1-2mm thick around the puncture site for the rfa probe. Used new probe and attached new grounding pads. The new probe was positioned, and monitored carefully for heating at the skin puncture site. A new skin site was accessed with this 2nd probe. During the tine deployment stage, the probe did not heat up, however, 30-45 minutes the ablation noticed the probe was beginning to get hot and the ablation was d/c'd.